Event description:
Customer stated feeling confused and performed a blood glucose test and received a result of 170 mg/dl. Paramedics were called and they received a result of 60 mg/dl. The customer was given a glucose IV. The customer was using expired strips at the time of the event. Control out of range. A request was made for the return of the suspect device and replacement product was sent.